Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Leak testing, clear passage, and clamp function testing were performed with no issues noted. Integrity of seal surface testing was performed; the transfer set patient adapter was tightened to a laboratory titanium adapter and leak tested with no issues and no leaks observed. The reported condition was not verified. The device was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the minicap transfer set and the titanium adapter. This was observed during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: as a result of the event, leakage was observed and the patient received prophylactic antibiotics. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.